Event description:
The laser system has the following problem: chiller 2 fan control set to "controled" and runs at 81%. Changed fan control to "always max" but still receiving a "low power" error. Discovered a burnt shutter mirror.

Manufacturer narrative:
The problem was due to a burnt shutter mirror. After the replacement of this component, the laser system restarted to work. The problem was during maintenance.